Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving an alert on the device. Upon interrogation, exit block was noted and the left ventricular lead exhibited high impedance and loss of capture. The lead was explanted and replaced on (B)(6) 2015. The patient was stable after the procedure.